Manufacturer narrative:
(B)(4). Revision procedure occurred on (B)(6) 2015; however, the device was reportedly not explanted during the procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision procedure on (B)(6) 2015. The devices were not explanted during this procedure. There was no delay in the procedure and it was completed successfully.

Manufacturer narrative:
Patient initials: (B)(6). Patient age/date of birth and weight are unknown. Additional product codes: mni, mnh, kwp, kwo. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on an unknown date for loss of spinal correction from an early implant failure as a result of t1 level screw locking cap dislodgement / back out. There was also a screw breakage noted on x-ray on the three (3) month post-operative x-ray at the t1 level on the opposite side of the screw locking cap dislodgement / back out. The original surgery was c2-t1 posterior cervical fusion with implantation of synapse implants on (B)(6) 2014. This report is for an unknown screw. This is report 2 of 2 for (B)(4).